Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hopsital reported that the surgeon attempted to lock the acrobat-I stabilizer and positioner according to IFU guidelines while performing an opcab procedure, but the device failed to secure. Despite several attempts, the same symptom recurred; consequently, there was a delay of approximately 10¿15 minutes to replace the defective item with a new acrobat-I set. The surgery was completed using a new product. The patient's condition remained stable. A photograph was provided but no defects were observed. There was no harm or adverse effect to the patient.